Manufacturer narrative:
The investigation for the reported issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause. The cause of the battery failure was due to a defective battery (rapid decline in cell voltage). The root cause of the cell failure was undetermined. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant had a battery failure, battery comm. Failure (yellow alarm), observed at the setup for a case. There was no harm or injury noted from any delay in the swapping to a backup console. The instructions for use was followed with a backup console presented to the patient.